Event description:
Irrigation/inflation port damaged/detached. A nurse reported testing the flex-seal fms kit balloon with 45ml of air before insertion into a male enduser without difficulty. After testing, she then inserted the fms into the enduser. While she was filling the white inflation port with tap water, the inflation port ruptured when less than 25 cc of water was instilled. She removed the catheter from the enduser without difficulty. The nurse stated the enduser was unharmed. No additional information was provided regarding the enduser. Prior to use, the nurse noted that the product had been in the facility "for some time."

Manufacturer narrative:
Based on the available information, the event was deemed a reportable malfunction because a detached irrigation/inflation port could lead to leakage of fecal matter from the device which can poser the risk of wound exposure (with resultant infection) to pts using the device. It was reported that the healthcare professional (nurse) removed the product from the enduser without difficulty. The enduser remained unharmed during the event. No other pt/event details are known at this time. A return sample for evaluation is not expected. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware (B)(6) 2013.